Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a videolaparoscopy prostatovesiculectomy bipolar clamp open and assembled as intended. It was used during the surgery without presenting problems, but after approximately 3 hours of use, the trigger presented resistance and no longer opened or closed the jaw. Thus the need to replace the device. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # r94z26. Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel and the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause for the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.